Event description:
On (B)(6) 2020 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient was unable to dip the peg tube. The patient was hospitalized and a buried bumper was diagnosed. At the time of report, it was reported that the peg tube remained implanted as the patient underwent cataract surgery and the combination with the side effects of anesthesia / narcosis would have been too much.

Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.